Manufacturer narrative:
H6: impact code of blood transfusion removed as it was included in error.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed under transesophageal echocardiogram (tee) imaging guidance and a 24mm watchman flx pro closure device was implanted. The patient had known chronic anemia and had a hemoglobin of 7.4 at the time of implant. The patient was placed on a dual antiplatelet (dapt) medication regimen that included plavix and aspirin. Two days after the index procedure, the patient was hospitalized with atrial fibrillation with rapid ventricular rate and found to be anemic with a hemoglobin of 7.7. The physician decided to stop the dapt and transfuse 1 unit of blood. The patient was discharged home after 4 days and reports being compliant with dapt medication after release from the hospital. At the 45-day routine follow up, tee imaging revealed a device related thrombus (drt) attached to the closure device. The physicians recommended the patient take eliquis and aspirin moving forward and follow up with another tee in 3 months. No further interventions or patient complications were reported.

Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed under transesophageal echocardiogram (tee) imaging guidance and a 24mm watchman flx pro closure device was implanted. The patient had known chronic anemia and had a hemoglobin of 7.4 at the time of implant. The patient was placed on a dual antiplatelet (dapt) medication regimen that included plavix and aspirin. Two days after the index procedure, the patient was hospitalized with atrial fibrillation with rapid ventricular rate and found to be anemic with a hemoglobin of 7.7. The physician decided to stop the dapt and transfuse 1 unit of blood. The patient was discharged home after 4 days and reports being compliant with dapt medication after release from the hospital. At the 45-day routine follow up; tee imaging revealed a device related thrombus (drt) attached to the closure device. The physicians recommended the patient take eliquis and aspirin moving forward and follow up with another tee in 3 months. No further interventions or patient complications were reported.